Manufacturer narrative:
E1 - initial reporter phone- (B)(6). The suspected device was returned for evaluation. A 12-month service history was not available during the review. Visual inspection was performed, and the reported issue was successfully reproduced; a cracked downstream occlusion seal (dso) was identified. The probable cause of the issue was determined to be improper connection of the remote dose cord. The dso seal will be replaced. Upon successful completion of repair activities, including functional and accuracy testing, the device will be returned to the customer.

Event description:
It was observed during inspection of a returned pump that downstream occlusion seal is cracked. This failure mode may lead to fluid ingress into the pump which will interrupt therapy during infusion if it recurs.